Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
This right ventricular (rv) lead was explanted due to product performance issues. Additional information revealed that the lead was dislodged, confirmed by an x-ray. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
This right ventricular (rv) lead was explanted due to product performance issues. Additional information revealed that the lead was dislodged, confirmed by an x-ray. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The device was returned and analyzed.

Manufacturer narrative:
This report was filled to provide device evaluation results and update b5, d2 and h6 fields. Product was returned. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.